Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. It was reported that this device is not malfunction reportable. Therefore, this medwatch report 2210968-2018-73863 is not reportable.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/26/2018. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. If further details are received at the later date, a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: journal of pediatric surgery 52 (2017) 1117¿1120; doi: http://dx.doi.org/10.1016/j.jpedsurg.2016.12.014. Please see referenced article attached. [(B)(4)].

Event description:
Journal article title: ¿is fundoplication required after the foker procedure for long gap esophageal atresia? This retrospective chart review aimed to present the authors¿ experience pharmacological management and endoscopic surveillance rather than early routine fundoplication in infants treated with the foker procedure. Since may2007, foker procedure has been performed in 9 consecutive patients (n=4 male and n=5 female) with long gap esophageal atresia for which the procedure was performed via open thoracotomy (n=2) and thoracoscopically (n=7). In the procedure, one to three 4/0 prolene® sutures are placed in a ¿figure 8¿ configuration to reduce the chance of them tearing out. The sutures are tied to and then rolled over a piece of silastic tubing. Tightening is done either daily or twice daily and then secured to the chest wall using adhesive tapes. Five patients (pts. # 1,2,4,7 and 9) had their suture dislodged during tightening. Patient #9 (operated at (B)(6) day-old) developed a low-grade staphylococcus aureus wound infection at the site where the lower pouch sutures exited the chest wall, which responded to antibiotics. The study demonstrates the success of the foker procedure in managing lgea, as well as the applicability of minimally invasive techniques in this setting¿.